Manufacturer narrative:
(B)(4) - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2014 and suture was used. During the procedure, the needle broke while suturing the shelving edge of the inguinal ligament to the periosteum of the pubic tubercle. X-ray determined that the needle piece appeared over the pubic tubercle. It was reported multiple attempts were made to retrieve the needle and the needle piece was left in its current position due to concern for injury to vessels and surrounding tissues. The procedure was completed with a like device. The patient was followed up as an outpatient through (B)(6) 2014. In an outpatient note, the physician opined the needle broke when it encountered scar tissue. It was reported there are no plans to remove the needle piece in the future.